Manufacturer narrative:
H10: h2, h3, h6. One 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. The information provided states: ¿during surgery, after using the twinfix ultra, it was found rust in the inserter¿. Instructions for use includes recommendations and precautionary statements for proper use of product. The marking that remained had blotchy and inconsistent colorization. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the occurrences drove recent additional engineering activity. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Root cause was not yet confirmed. A formal investigation has been initiated to evaluate the cause of discoloration identified on the parts. Equipment process parameters, handling conditions and transportation methods throughout the supply chain are being assessed to minimize the opportunity of this failure mode in the future. Observation will continue to be monitored through surveillance trending during this time. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Mimb closure: reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Conclusion: one x-ray provided that shows discoloration but content of the discolored area cannot be concluded. Product evaluation could not confirm the reported rust residue. Additionally, without the requested clinical information or operative report we are unable to determine if the patient¿s skin and/or wound were in contact with the reported ¿rust¿ residue. Therefore, the possibility of local skin irritation, micromotion/migration of any of the reported retained rust residue cannot concluded. Based on the limited information provided the impact to the patient cannot be determined. Per report, this procedure completed with a backup device in under thirty-minutes with no further harm being alleged to this patient. Therefore, no further clinical medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. Approved by (B)(6) md on (B)(6) 2020.

Event description:
It was reported that during surgery, after using the twinfix ultra, it was found rust in the inserter. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.